Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during an "ia" procedure, the patient experienced a vascular dissection, and the physician assisted with a coil embolization. However, when using the axium coil, the detacher failed to release the coil. Even after switching to a new detacher, the coil still could not be released after 1 attempt. There was no issue with the instant detacher. The physician then attempted to release the coil by breaking the black push wire at the distal end and pulling on the microfilaments in the middle 2 times, but this method also failed. After another attempt to break the black push wire, the microfilaments were no longer visible, making it impossible to pull them out. Ultimately, the unreleased coil was removed from the body, and the procedure was completed using a coil from another manufacturer. The reported device and any accessory devices were prepared as indicated in the IFU. The physician attempted to detach the coil with the instant detacher 2 times. Th the patient was being treated for vessel dissection. The blood flow was normal and vessel tortuosity was severe. Ancillary devices included asahi guidewire, a non-medtronic guide catheter and a non-medtronic microcatheter.

Manufacturer narrative:
Product analysis: the axium prime coil pushwire was found to be broken at break indicator. This is indicative a manual detachment attempt was made. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached with blood residue under the outer jacket. The implant was found to be stretched and damaged. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported prior to coil non-detachment no issues were encountered. There is no damage observed to the pushwire after removal from the patient.